Manufacturer narrative:
The explanted valve was received by livanova for evaluation on 12 july 2019. The manufacturer received the device and performed a gross investigation. The returned valve was received stuck in a plastic jar for specimen visibly smaller than the valve. Pannus over-growth was observed both on the metallic stent and on the pericardium skirt, in particular on the inflow side. Organic deposition (i.e. Blood and calcifications) was detected on the leaflets. In addition, the valve inflow resulted deformed. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group italia s.r.l. The results confirmed that this valve satisfied all material, visual, and performance standards required for the icv1209 perceval s pericardial heart valve at the time of manufacture and release. The visual inspection revealed the prosthetic stenosis due to intrinsic and vegetating calcifications in all three leaflets and a tear on leaflet c. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-3mm into the lumen, narrowing the annulus. The pericardium of leaflet c was thicker than normal near post 3 due to calcifications. Yellowish areas due to calcifications were detected on both sides of all leaflets this perceval s valve was explanted after 3 years and 9 months due to a reported prosthetic stenosis and insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. Structural dysfunction is a major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . It is possible that the patient¿s clinical history and risk factors may have contributed to the observed calcification in the returned prosthetic valve and in the mitral valve in the mean time. However, little clinical history was provided. Based on the investigations performed the root cause of the calcification cannot be determined, however, the root cause of the reported structural valve deterioration is deemed to be a known inherent risk of biological valve implantation.

Manufacturer narrative:
The manufacturer received the device and performed a gross investigation. The returned valve was received stuck in a plastic jar for specimen visibly smaller than the valve. Pannus over-growth was observed both on the metallic stent and on the pericardium skirt, in particular on the inflow side. Organic deposition (i.e. Blood and calcifications) was detected on the leaflets. In addition, the valve inflow resulted deformed. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2015 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The mean gradient in post operation was 6 mmhg. In 2016 it was 12mmhg, in (B)(6) 2019 it was 26mmhg and in (B)(6) 2019 it rose to 34mmhg. The patient was reoperated on (B)(6) 2019 due to svd and calcification. The perceval was replaced with a trifecta 21. It was noted the mitral valve was calcified.